Manufacturer narrative:
The field service engineer found that the sipper nozzle was contaminated. He replaced the sipper nozzle and the pinch tube. He inspected the ise module, removed the electrodes, and cleaned and dried the electrodes. He found crystals on the reference electrode and removed the crystals. He inspected the sipper probe and found dried serum in the probe. He replaced the sipper probe due to heavy contamination. He cleaned and inspected the dilution bowl. The ise check and customer qc were acceptable. The investigation determined that the service actions resolved the issue. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable ise indirect na, k, cl for gen.2 results for 18 patient samples tested on a cobas 8000 cobas ise module (double). There were questionable results reported outside of the laboratory and later amended. The na, k, and cl electrode lot numbers and expiration dates were asked for but not provided.